Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the main firmware was found to be corrupted. The firmware was reloaded to resovle the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.